Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. New jersey (nj), USA has been used as a default. Device manufacture date: unknown. Investigation summary: due to batch being unknown, no DHR can be completed. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. "

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needles do not prime properly and are not giving any flow. Verbatim: information from email copied and pasted below: email received 2021-03-31 19:15:48. What can I do if my needles will not prime properly not giving any flow. They are too expensive to waste."